Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited high pacing threshold measurements and low sensing amplitude measurements. An x-ray indicated the lead had microdislodged and all the slack had tightened. It was noted that the device had not been sutured at the initial implant and had migrated enough to tighten the slack on the lead. An invasive procedure was performed. An attempt to reposition the lead was made however was unsuccessful. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.